Event description:
It was reported the patient fell on her right side on (B)(6) 2012. It was reported the patient was unable to bend her foot and was using a wheelchair. The patient was concerned she may have nerve damage. A bone scan was scheduled for the date of this report. The patient was also scheduled to have 4 mris. The device system was used to deliver morphine and "other." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not have an return of patient symptoms, but had a lot more pain following the fall.